Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output. Further testing revealed that the no output condition was the result of lifted hybrid bond wires. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer after being explanted and replaced due to a prophylactic device replacement. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.